Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091981 that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 250cc mentor smooth round moderate profile prostheses suffered several unexplained systemic symptoms, including, shingles (1999), breast pain (1999), burning sensitive skin (2002-2003), vertigo(2002-2003), gallbladder removal (2004), hair loss (2005), difficulty focusing (2005), weak teeth (2005), muscle cramping (2005), spinal fusion(2008), heart palpitations (2008), uncomfortable throat (2015), morning numbness in legs (2015), diagnosed with prediabetic (2015), high blood pressure (2016), stiff left shoulder / arm (2016), ibs (2016), deforming toenails (2016), yeast infection (2016), kidney failure (2017), hip pain (2017), restless legs syndrome (2017), vitamin d deficiency, and difficulty lowering a1c level. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the reported prostheses.